Manufacturer narrative:
This report is for an unknown reamer head/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, during an unknown procedure, the drive shaft device failed. It was removed due to the reamer head had breaking off. Upon further inspection, the drive shaft was discovered to have snapped inside the reamer head. No patient harm was reported. Concomitant device reported: unknown ria tube assembly (part# unknown, lot# unknown, quantity 1). Drive shaft-minimum 520mm length-for use with ria (part# 314.743, lot# unknown, quantity 1). This report is for 1 unk - reamers: reamer head. This is report 2 of 2 for (B)(4).